Manufacturer narrative:
Device evaluated by MFR.: the device was not returned; however, the costumer provides one photo of the procedure with the v-14 control wire device. The photo provided shows the procedure that the costumer performed with de v-14 control wire device. Nevertheless, it is not possible to see damages on the device. H3 other text: photo only.

Event description:
It was reported that guidewire detachment and removal difficulty occurred. The patient presented with a chronic total occlusion of the popliteal artery. The 90% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. The physician tried to advance a 300cm straight tip v-14 control wire through a 014 rubicon support catheter. However, it got stuck in the calcium and at the moment the physician tried to take it off, the distal part of the guidewire detached and got stuck in the popliteal artery. The physician attempted to aspirate the detached tip using a catheter and syringe but was unsuccessful and resulted in pain. Subsequently, a stent was placed. The procedure was completed with a thruway guidewire. No further patient complaints were reported.

Event description:
It was reported that guidewire detachment and removal difficulty occurred. The patient presented with a chronic total occlusion of the popliteal artery. The 90% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. The physician tried to advance a 300cm straight tip v-14 control wire through a 014 rubicon support catheter. However, it got stuck in the calcium and at the moment the physician tried to take it off, the distal part of the guidewire detached and got stuck in the popliteal artery. The physician attempted to aspirate the detached tip using a catheter and syringe but was unsuccessful and resulted in pain. Subsequently, a stent was placed. The procedure was completed with a thruway guidewire. No further patient complaints were reported.